Event description:
Reportedly, a rms alert was triggered because atp was delivered on (B)(6) 2024, but no associated egm recorded. And idf files are not readable

Manufacturer narrative:
Correction of the event description b5 "reportedly, a rms alert was triggered because atp was delivered on (B)(6) 2024, but no associated egm recorded. And idf files are not readable" please find attached the analysis analysis: analysis of provided data revealed : - treated svt/st episodes dated (B)(6) 2024 15:26, with atp were stored in memory then erased by other episodes according to the rules of recording priority. 16 episodes can be stored in the device. The rules for recording an episode depends on : - the type of events (vt, slow vt, fast vt,¿) - the ¿severity¿ of the event (number of atp/shock delivered during the event) - the occurrence date of the event it should be noted that all the arrythmia are listed in the ¿historique des arythmies et des thérapies¿ - based on available data, no issue is suspected on this device - improvement for this behavior will be contemplated for future versions. The idf files which cannot be read on programmer is due to a new encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a rms alert was triggered because atp was delivered on (B)(6) 2024, but no associated egm recorded. And idf files are not unreadable.